Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt's one touch ultra meter was reported on (B)(6) 2004 to be in the wrong unit of measurement (mmol/l instead of mg/dl). During troubleshooting, it was determined that the meter was previously set in the correct unit of measurement. The pt had not recently changed the units of measurement in the meter settings. Therefore, he might have experienced a power interrupt on the meter, which could default the meter to the other unit of measurement. He had contacted a medical professional for advice, but did not receive any treatment. There is no adverse event reported due to this issue and no further clinical info provided. This case is reported as a meter malfunction.